Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they went to charge their implant and saw an end of service (eos) message on their recharger. Patient said they were able to charge the implant, but now the programmer would not turn stimulation on. Agent reviewed meaning of eos with patient and redirected patient to their healthcare provider to further address the issue. The patient mentioned they had called their doctor's office and were redirected to contact a manufacturer representative (rep) . Agent provided the national answering service (nas) phone number and reviewed role of representative and redirected to healthcare provider. Patient stated they thought they first saw message back in april. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.